Manufacturer narrative:
The adjustable pressure limiting valve was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the adjustable pressure limiting valve was stiff. During checkout of the equipment the ge service representative confirmed the unit was unable to manually ventilate. There was no report of patient involvement.